Event description:
The patient was undergoing an embolization procedure in the left internal iliac artery using a px slim delivery microcatheter. During the procedure, a px slim microcatheter was used to reach to the left inferior gluteal artery and then removed from the body to be calibrated. The physician found that the px slim was fractured around 50 cm from the hub. The part of the px slim microcatheter was observed inside the medikit catheter through fluoroscopy. The px slim microcatheter and the medikit catheter were retrieved with forceps. The operation was completed with a different catheter and the patient's condition was well. Physician's comment: I felt that the px slim microcatheter was fractured around the hub of the medikit catheter. Was the medikit catheter ovalized? Or the valve did not open to its full width? I did not feel any resistance.

Manufacturer narrative:
Result: the pxslim microcatheter is fractured approximately 58.4 cm from the hub. The catheter is also ovalized approximately 33.5 cm from the distal tip. The medikit catheter was ovalized approximately 25.5 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicates pxslim microcatheter was placed into the patient without issue then retracted when the physician realized that the catheter fractured. The complaint also states that the fracture that the physician felt the fractured may have occurred around the hub of the medikit catheter, but resistance was not felt. Evaluation of the returned device confirmed a fracture in the shaft of the pxslim microcatheter approximately 58.4 cm from the hub of the catheter. The pxslim microcatheter was also ovalized approximately 33.5 cm from the distal tip. The medikit catheter was ovalized approximately 25.5 cm from the distal tip. The ovalization in the medikit catheter could have created resistance during the withdrawal of the pxslim microcatheter from the body, causing the force placed on the catheter to be in excess of the tensile strength specification of the product material. The speed and force used during the withdrawal of the pxslim045 catheter from the body may have made the resistance unnoticeable. These devices are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.